Event description:
Pulmonetic systems, inc. Rec'd a call from a rep in 2002. The rep reported the following problem: rt stated he had just punched in. He walked up stairs to check on the pt. When he went into the room he found the vent non-functional with no audible alarms. No pt harm. Pt was being weaned from the vent.